Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have failed the self-test based on a log review during in-house testing. The instrument was placed on an in-house system and failed the self-test. The root cause of this failure is attributed to a component failure. Further testing was conducted when the housing was opened. The vse instrument was found to have a dislodged washer at the proximal end. The root cause of this failure is attributed to a component failure. Further evaluation of the instrument found the grip tube retaining ring was dislodged and recovered inside the housing. The dislodged retaining ring allowed the grip tube to slide independent of the grip drive adapter. The grip adapter could open the jaws by pushing the grip tube, but with no retaining ring, the grip driver would slide over the grip tube when attempting to close the jaws. This results in the instrument jaws not being able to close all the way, which resulted in the homing failure. Additionally, the grip tube washer was found slightly dislodged from its intended location, as there was no retaining ring to hold it in place. The dislodged washer is attributed to a workmanship issue. The instrument was not able to be used due to the homing failures, suggesting this retaining ring dislodged prior to use. This is a known workmanship issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer found the vessel sealer extend (vse) instrument did not pass calibration when installed/docked. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter provided a robot return item form. The form confirmed the event date was on (B)(6) 2021 during a robotic ventral hernia procedure. The vessel sealer (vs) instrument did not pass calibration when inserted/docked. The form noted there was no fragments that fell into the patient. It was indicated there was no patient injury or harm. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr informed that he was informed by the robotic coordinator who confirmed the reported issue occurred during a ventral hernia procedure. It was noted that ports were placed. The csr confirmed the instrument would not calibrate and a new vessel sealer (vs) instrument was opened to continue the case. No fragments fell into the patient. The csr clarified the procedure was not aborted. The procedure was completed robotically with no patient injury or harm.